Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "feels like rippling or emptying, smaller and very noticeably lower than the left side."

Event description:
Patient reported right side "feels like rippling", "or emptying," "smaller" and "very noticeably lower than the left side." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b5, g1, h6.

Event description:
Patient reported right side "feels like rippling", "or emptying," "smaller" and "very noticeably lower than the left side." Patient later reported capsular contracture baker grade unknown and "looks like it might be leaking." Device remains implanted.